Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and observed the high concentration waste tubing was clogged at the external waste pump fitting. The fsr cleaned the tubing and the external waste pump fitting which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. Review of the analyzer¿s service history revealed no additional service tickets associated with discrepant/erratic results there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending review did not identify any trends for the waste pump fittings. A review of tracking and trending did not identify any trends for the alinity c. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the waste pump fittings, or the alinity c processing module for serial (B)(6) was identified.

Manufacturer narrative:
Postal code: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c carbon dioxide results for three patients on (B)(6) 2020. The following data was provided (units of measure = meq/l): p1 initial result = 43.0, repeat = 28.0; p2 initial result = <45.0, repeat = 23.0; p3 initial result = 38.0, repeat = 30.0 no impact to patient management was reported.